Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple myqlink sites at psg of in showing down. A technical support specialist (tss) confirmed that the solution was to remote into each system and restart both aspsync and the system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, multiple myqlink sites at psg of in were showing as down. However, there were no delays or adverse events or injuries reported based on this event.